Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
T was reported that the patient fell at home down 6-7 stairs. It was unknown how long they were unresponsive before they woke up and tried to clean up the blood on the floor. The patient's family member saw them at 13:00 on 22may2026 and found them at 07:00 on 23may2026 with a large amount of dried blood in their hair. The patient was transported to the hospital on (B)(6) 2026. Several low flows were seen since admission. Interrogation of their system controller showed 6 low flows in the 6 hours prior. The patient had a low flow system controller, and while in surgery on (B)(6) 2026 for irrigation and debridement (I&d) of a head laceration, had low flow alarms. Log files were sent for review. The log files captured on 26may2026, low flow events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The log file was filled up with data from 26may2026 so data from 22may2026 could not be reviewed.